Manufacturer narrative:
The customer¿s meter was returned for investigation and tested with qc material. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 10:30 am, the result from the meter was 5.6 inr. At 4-5 pm, the result from the laboratory was 4.0 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 3.0 to 3.5 inr. The customer had no hematocrit issues, no other blood thinners, and no antiphospholipid antibodies. The suspect product was requested to be returned for investigation. Replacement product was sent.